Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was experiencing intermittent stimulation from their device. The pt reported that movement was causing changes in stimulation. Additional info has been requested, a f/u report will be sent if additional info becomes available.